Event description:
The patient had full revision surgery due to the high impedance. The lead was not available for return, so no analysis could be performed. No further relevant information has been received to date.

Event description:
It was reported that the patient was undergoing generator replacement surgery due to battery depletion. After the existing lead was connected to the new generator, high impedance was identified. The old generator was unable to be communicated with, so diagnostics could not be performed before the generator was replaced. Generator diagnostics were performed on the new generator, and impedance was normal. The lead pin was re-inserted into the new generator multiple times, but the high impedance was still present. The surgeon did not see any evidence of damage to the lead. The lead was not replaced at that time. No lead revision has occurred to date.